Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was water leakage from the syringe before use on the patient.

Event description:
It was reported that there was water leakage from the syringe before use on the patient.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation confirmed no water inside syringe. Based on evaluation, we conclude that exact time of how and when problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "bard® i.c. Foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves."